Event description:
On 02-jul-2025, the following information was provided by the patient: on (B)(6) 2025, the patient reported a burning smell from the activ.a.c.¿ therapy system when charging the device. The power cord difficult to remove from the activ.a.c.¿ therapy system. The patient was able to disconnect the power cord, but it was melted. The patient confirmed no harm or injury to self or bystanders. On 07-aug-2025, a device evaluation was completed by solventum quality engineering. On 15-apr-2025, the device and power cords were tested per quality control procedure by a solventum service center, passed the quality control checks and met specifications. On (B)(6) 2025, the device was placed with the patient. The power cords were not returned to solventum quality engineering for evaluation. External inspection of the returned activ.a.c.¿ therapy system confirmed visible thermal damage on the power port. In addition, internal inspection of the device identified burnt components, specifically in the area of the c150 capacitor on the printed wiring assembly (pwa) board. The cause of the thermal damage could not be determined.

Manufacturer narrative:
Based on the results of the device evaluation completed on 07-aug-2025, solventum is reporting this event as a device malfunction that has the potential to result in injury if the malfunction were to recur. There were no injuries to the patient or others due to the event. The cause and timing of the damage to the activ.a.c.¿ therapy system could not be determined. Device labeling, available in print states: warnings: important information for users: in order for kci products to perform properly, kci recommends the following conditions. - use this product only in accordance with this manual and applicable labeling. - ensure the electrical installation of the room complies with the appropriate national electrical wiring standards. -avoid spilling fluids on any part of this product. Fluids remaining on the electrical controls can cause corrosion that may cause the electronic components to fail. Component failures may cause the unit to operate erratically, possibly producing potential hazards to patient and staff. If spills do occur, unplug the unit immediately and clean with an absorbent cloth. Ensure there is no moisture in or near the power connection and power supply components before reconnecting power. If the product does not work properly, contact kci. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.